Manufacturer narrative:
MFR control no ii97-245. The sample has been returned to arrow. Examination revealed that the wire guide had a major kink at a point 2.5cm from the j-tip. It appears the wire guide became kinked during use.

Event description:
It was reported that the iab was inserted without incident. The iab was threaded over the spring wire guide and the wire traversed the balloon lumen completely and exited from the other end. However, when an attempt was made to remove the spring wire guide, it became stuck. The iab and the spring wire guide werer removed as a unit without complication.